Manufacturer narrative:
The patient underwent surgical intervention due to the patient's physician wanting to optimize lead placement. Both of the patients dbs leads were explanted and replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-00779. It was reported that the patient would be undergoing a bilateral lead revision due to the patients physician wanting to optimize lead placement. Patient underwent surgical intervention on (B)(6) 2023 where in both of the patients dbs leads were explanted and replaced.